Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump has signaled (alarmed) to be empty when it should have been sufficient until (B)(6). The patient experienced overdose symptoms, drowsiness.  The location of the symptom was indicated as full body. The patient was hospitalized for two days. A pump reading was performed on (B)(6) 2022 with a refill scheduled for the next day to assess whether the drug is in place or not. No medical or surgical intervention was needed to prevent a permanent impairment of a function. Actions planned to resolve the issue included pump readings and possible future refill assessment. It was further noted that a replacement pump would be required.  The issue was not resolved as of (B)(6) 2022. The patient was with injury regarding their status as of (B)(6) 2022.  Factors that may have led or contributed to the issue were unknown. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-may-04. It was reported that the pump was replaced on (B)(4) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomalies. The device passed all testing in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022 (B)(6). It was reported that during the refill, which occurred on 2022 (B)(6), the pump was found to be empty. The hcp opted to leave it empty and replace the pump. It was noted that the expected reservoir volume was unknown, but the pump should have had sufficient drug to last from the previous refill on 2022 (B)(6) to the next scheduled refill on 2022 (B)(6). Because of this issue, the hcp determined that the pump would need to be replaced and returned for analysis. It was also noted that the patient's empty pump, symptoms, and hospitalization were resolved.